Event description:
Rn states that on two different occasions a tubing became separated at a y-site on neonates. Blood backed up into the tubing, was seen immediately and the tubing was changed immediately. There was no injury to either pts and no treatment was necessasry.